Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient received extra boluses).

Manufacturer narrative:
The serial number associated with this case is (B)(4).

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they are currently in the hospital. The patient reported that during the emergency room/admission process she was bolusing and emergency room was also giving insulin. The patient reported that her blood glucose (bg) went to 34 mg/dl. The patient stated that they are transferred to the ICU and their bg resolved. The patient stated that they are off the pump at this time. This report is being made due to the patient¿s hypoglycemic event that resulted from extra boluses the patient was receiving.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 04/04/2014 with the following results: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Current pump history show only typical usage. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump successfully completed a delivery accuracy test. Unrelated to the complaint, the display screen has a dim pinkish contrast; the screen is still able to be read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.